Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed that the keypad was burned. The investigation determined that the burn on the keypad was caused by the customer. The keypad was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that the keypad on a smiths medical cadd-solis vip ambulatory infusion pump "melted." Per reporter there was no patient involvement, the issue was discovered during testing.